Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room due to sustained atrial fibrillation (af). Upon interrogation there was evidence of high out-of-range right ventricular (rv) lead impedance measurements and high rv threshold measurements with loss of capture (loc). A lead fracture is suspected but not confirmed. The left ventricular (lv) lead had a history of high but not out-of-range impedance measurements. At the last follow up visit, the lv sensing vector was reprogrammed which resolved the issue. Attempts to obtain further information was unsuccessful. All available information indicates that this device remains in service.